Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the guidewire got stuck inside the left ventricular (lv) lead. The lead was attempted and not used. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.